Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Analysis of the system logs show a system log that ends abruptly with no re-start command of any kind directly after calibration of the adapter. Battery voltage as recorded in the log just prior to the log ending indicated battery charge level of greater than 80%. At the next initialization the system clock reset, and battery charge level was reduced indicating the power had been interrupted due to a fully depleted battery. There was damage present to the housing and the resistor. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a device issue was identified during product analysis. The root cause has been identified as damage due to an electrostatic discharge (esd) event. Our investigation noted that when the device system is subjected to an electro static discharge event, it is prone to a latch up condition on the main microprocessor. Improvements have been initiated to mitigate this condition. Additionally, the investigation detected a secondary condition of rough handling that has no relationship to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a resection of the esophagus, when resecting the tissue, the fully loaded signia could no longer be triggered after 3 hours and 7 magazine applications. During a visual inspection, a crack appeared at one corner of the device. A manual handle was used to complete the case. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a resection of the esophagus, when resecting the tissue, the fully loaded device could no longer be triggered after 3 hours and 7 magazine applications. During a visual inspection, a crack appeared at one corner of the device. Also the device was over heated and became very hot. A manual handle was used to complete the case. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a resection of the esophagus, when resecting the tissue, the fully loaded signia could no longer be triggered after 3 hours and 7 magazine applications. During a visual inspection, a crack appeared at one corner of the device. Also the device was over heated and became very hot. A manual handle was used to complete the case. There was no patient harm.